Event description:
I am on my fourth tandem t:slim in approximately 20 months. The first two pumps I received incurred a complete inability of the silver start button to operate. As a result, the pump became suddenly unable to deliver boluses normally. These failures occurred very early in the warranty period of the pump. Tandem tech reps indicated that these serious malfunctions were not incurred infrequently. They claimed to have implanted a fix fit this defect to make the mechanism more sturdy. However, to my knowledge they have not notified or warned their users of this defect, and have not provided an opportunity to their users to obtain the self-described fix. The third replacement pump they sent me, just a few weeks ago, failed four separate times in the approximate two week period I used it. Each of the four malfunctions resulted in me receiving an error message #19 which informed me that the insulin carried had to be prematurely replaced the pump ceased being able to follow any bolus directions. Tandem tech reps informed me again that this critical malfunction was know by tandem and occurred frequently enough for them to attempt to implement a fix. They said that this known malfunction resulted in the pump's failure to deliver insulin. On my fourth failure with my two week old pump, the pump was not even mechanically able to accept a replacement cartridge, and the pump became entirely unable to function. Tandem indicated that their latest software contained an attempted fix of this defect. Again despite knowing if this very serious defect, tandem has not advised its users of this defect, has not warned its customers of this potentially dead or serious health consequence. Again I was advised that their internal policy was not to provide customers receiving "refurbished" pumps with pumps that did not contain the software that purported had the fix to this error 19 power failure in fact I objected strenuously in writing and verbally to having been sent a refurbished pump rather than a new one. Tandem techs told me that the refurbished pump was as good or better than a new pump. However, the refurbished pump, without the new software failed 4 times in less than two weeks. After days and an estimated 15 or more hours of conversation with tandem, they finally agreed to send a new fourth pump that would possess their new software. I was told that it was against their policy to replace defective pumps with pumps that had the new software.